Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to episodes of oversensing and inappropriate automatic mode switch (ams) were observed on the device. During revision, the atrial lead was re-tightened in the header of the device to resolve the event. The patient was stable following the procedure and there were no adverse consequences.